Event description:
Complaint rec'd regarding connection issues with an unknown qty of (B)(4) - 7" non-dehp ext. Set, microclave connector, lot# unknown. The report states, "... Extension set will not stay screwed with IV catheter.... There was patient involvement, but no adverse event, no delay in critical therapy, no blood loss and no bleed back." Mfg investigation & analysis: received four (4) used 12738 ext. Sets. Mating accessory devices were not returned for testing and analysis. No obvious abnormalities were observed, and dimensional analysis showed the four male luers on the devices met the iso standard. Each of the devices' spin collar components were torqued onto in house IV catheters and (cont'd h.10).

Manufacturer narrative:
(Cont'd from b.5) leak tested. The results recorded no attachment/ connection, leakages or functional out of spec conditions per internal testing specifications. The exact cause(s) of the reported incidents are unknown. ICU medical identified technique related variables that could contribute to user issues, and guidance was communicated to the customer. Further enhancements to the relevant products and processes were identified. The team reviewed applicable design, materials, and manufacturing and equipment processing parameters.